Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing of the lead revealed the shorting between conductors and the visual inspection found damage to the inner insulation at the suture sleeve tie region, which is consistent with an overtightened suture tie. All other damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to capture. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.